Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user applied blood to strip before inserting strip into meter. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-3 error; test strip error. (B)(6), girlfriend, is calling on behalf of the customer. The customer reports symptoms of dizziness and feeling lightheaded. Medical attention is not reported as a result of the actual blood glucose result and reported symptoms. The customer is not using recommended testing technique. The customer's partner states that the customer inserts the test strip halfway into the meter, put the sample on the strip and then inserts it into the meter. The product is stored in the bedroom. The customer declined to run a blood test. The test strip lot manufacturer's expiration date is 07/16/2017 and open vial date is 07/08/2016.